Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed that all wires were fractured approximately 1.8cm from the distal end of the suture sleeve tie-down. As a result, the clinical observations were confirmed.

Event description:
Boston scientific crm received information that this left ventricular lead was fractured completely distal to the suture sleeve. The proximal end of the lead was located and the lead was surgically abandoned. No adverse patient effects were noted.